Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had read inaccurately. The medical affairs specialist (mas) listened to the call between the customer care advocate (cca) to obtain/verify info as the patient could not be reached to obtain additional info. The pt takes between 4 and 6 units of novolog insulin in the morning and before meals. She also takes 24 units of lantus insulin at night. It is not clear as to when the reported meter issue began or if the patient alleged an inaccuracy high, low, or erratic. The patient stated that her daughter had to call the paramedics at 9:30 am in 2008, because she took too much insulin after testing on the reported meter. The patient said that she has "been having low blood sugars" but it is not known what specific symptoms she had or when the symptoms actually developed in relation to the alleged meter issue. The paramedics treated the pt with orange juice and sugar added to the juice. At one point during the time of concern, the pt mentioned that she got a blood glucose reading of "60 mg/dl" but it is not known as to what device was used to obtain the result. It would have been helpful to know the following info: what the patient's testing frequency is, the details of her medication and diabetes management regiments, if she takes insulin based on her meter readings, and what actions the patient took before, during, and after the meter issue started. In addition, it would have been helpful to know when the reported issue began, what readings she got before developing the symptoms, when the insulins were taken, what dosages she took, and what date/time the symptoms developed. Also, it would have been helpful to know what device was used to obtain the result of "60 mg/dl" and if the paramedics tested her blood glucose. This complaint is being reported due to the following conclusion: the pt claimed that she took too much insulin after testing with the meter and that she received treatment for hypoglycemia from paramedics.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them, and if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.